Manufacturer narrative:
Section g.1 was updated. The ticket searches determined an increase in complaint activity for the complaint lot under review. The complaint trending report review determined that there are no adverse trends for the product. A review of the product quality history for lot number 95519ui00 using search of the corrective and preventive actions system did not identify issues associated with the customer observation. Historical performance in the field of reagent lot using world wide data was evaluated. Lot 95519ui00 is comparable with all other lots in the field within established baselines. Testing was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. No customer returns were available for evaluation. Labeling was reviewed which adequately addresses the current issue. No product deficiency was identified.

Event description:
Additional patient testing of ultrasound and bhcg (unknown method) was performed. Both the ultrasound and bhcg generated negative results. The additional testing gave the patient stress but no additional harm was reported.

Manufacturer narrative:
Additional patient information provided. The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account observed false positive architect total bhcg of 282.85 miu/ml (sid (B)(6)) that repeated negative (<1.2 miu/ml) and no interpetation (9.05 miu/ml). A urine hcg assay also tested negative. The patient samples were sent to a reference laboratory which tested negative (<1.2 miu/ml) and no interpretation (5.82 miu/ml) and alinity I bhcg negative (<2.30 miu/ml) and no interpretation (7.82 miu/ml). No specific patient information was provided. No impact to patient management was reported.